Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2218-50, serial: (B)(4), batch: 7107284/7107134.

Event description:
It was reported that the patient did not get relief from the stimulator. The patient underwent an explant procedure and doing well post operatively. The explanted device was retained at the facility.